Event description:
Adverse event(s): "no pt harm" (no consequences or impact to pt). Product problem(s): "knife is not sharp" (dull); "knife has no tip" (no code available). A facility reported that during the incision, the surgeon noticed that the knife was not sharp. The incision was completed with the knife and after that they saw under the microscope that the tip was missing. The surgery was not significantly delayed. There was no pt harm reported.

Manufacturer narrative:
A sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).